Event description:
During a remote follow up, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.